Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump was noted to be unresponsive. The customer's blood glucose level was 160 mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Reportedly, the customer would continue to use the pump for therapy.